Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture; mammogram performed which did not confirm the rupture. Later, healthcare professional also reported ptosis which is not considered a complaint against the device. The device has been explanted and replaced.